Manufacturer narrative:
Device used for treatment not for diagnosis. (B)(4). This report is for an unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: konrad, g., et. Al., (2010), open reduction and internal fixation of proximal humeral fractures with use of the locking proximal humerus plate, the journal of bone and joint surgery, 92, 85-95. A prospective, multicenter, observational study was done to evaluate the functional outcome and the complication rate after open reduction and internal fixation of proximal humeral fractures with use of a locking proximal humeral plate. One hundred and eighty-seven patients (mean age, 62.9 years) with an acute proximal humeral fracture were managed with open reduction and internal fixation with a locking proximal humeral plate. Follow ups were completed at a three, six, and twelve month post-operative exam. The most common complication, noted in twenty-one of 155 patients, was intraoperative screw perforation of the humeral head. There is not sufficient information to file multiple reports. A copy of the journal article is being submitted with this medwatch. This is report 1 of 1 for (B)(4). This complaint involves an unknown screw.